Event description:
It was reported that during an angiogram stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the hypogastric artery. During attempt to reposition a 4.0mm x 15mm x 150cm express sd renal/biliary stent delivery system (sds), the device was pulled into the sheath and the stent dislodged. An unspecified bsc balloon catheter was used to position the dislodged stent at the target lesion, the stent was then dilated and implanted at unknown atms. No further patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).